Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with abdominal pain, exudate and erythema at the driveline site. The driveline velour was external to skin surface approximately 2 centimeters (cm). A wound swab taken 2 days prior due to small exudate had methicillin-susceptible staphylococcus aureus (mssa) grown. Blood cultures were taken and there was no growth. A computerized tomography (CT) scan of the abdomen was completed and it was found that there was a small collection around the driveline in anterior abdomen. No evidence of deep infection, nor of splenic haematoma. White cell count (wcc) was of 14.8, c-reactive protein (crp) of 100. A wound swab found staphylococcus aureus. Patient was admitted for radiological investigations and for infectious diseases medical input. Patient was treated with intravenous flucloxicillin 8 grams/24 hours for 2 weeks with oral step down to flucloxicillin orally 1 gram four times a day for 2 weeks.